Event description:
It was reported that a a2d reference voltage error was displayed. No patient injury was reported.

Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The investigation found the device in good condition with no appearance of any physical damaged or damage on main board. Review of the pump event history log review found multiple a2d reference voltage background (bgnd) test errors. The technician was unable to duplicate the a2d reference voltage bgnd test error at power up and to determine the intermittent of the error reported. The technician replaced main board for preventive measures(pm) and performed pm maintenance, and all functional testing passed. The pump is over 15 years old. The root cause of the issue could not be determined.